Manufacturer narrative:
H3:product analysis: ¿ equipment used: vis (m-81805), 203 cm ruler (m-83360), in-house mandrel 0.021, digital snap gague (m-79527) ¿ as-found condition: the solitaire fr device and rebar-18 catheter were received together for analysis. The devices were packaged within a shipping box and clear plastic pouch. The solitaire fr device was received contained within a dispenser coil. ¿ visual inspection / damage details: the solitaire fr device was returned inside a non-original dispenser coil and remained within its introducer sheath. No bends or kinks were observed on the pusher, and the stent remained attached to the pusher. The marker, attachment zone, proximal marker, and glue domes were found to be in good condition. The stent teardrop struts were found bent, including a bent strut in the non-working length. The working length struts and finger markers were found to be in good condition. The rebar-18 catheter hub exhibited no visible physical damage, and no flashes or voids were identified within the hub. The catheter body and the proximal marker band were observed to be flattened at ~3 cm from the distal tip. The distal marker band and catheter tip were found to be in good condition. ¿ internal testing: the solitaire fr device was advanced from its introducer sheath without resistance. Functional resistance testing using an in-house catheter could not be performed due to the damaged condition of the returned solitaire fr stent. The rebar-18 catheter total length and usable lengths were measured and found to be within specification. The catheter was flushed, and water was observed exiting the distal tip. The catheter was tested by running an in-house 0.021¿ mandrel through the hub, no resistance was felt at the hub; however, resistance was encountered at the damaged location. Conclusion: based on the device analysis and reported information, the reported issues of ¿resistance during delivery¿, ¿stent stuck in catheter hub¿, and ¿catheter resistance at hub¿ could not be confirmed. No resistance was encountered during testing aside from resistance associated with the observed catheter body damage. Possible causes of ¿resistance during delivery¿ may include use of an incompatible catheter, catheter damage, patient vessel tortuosity, or failure to maintain a continuous flush. Possible causes of ¿stent stuck in catheter hub¿ event include use of an incompatible catheter, catheter damage, rhv loose during delivery, introducer sheath damage, or sheath is not fully seated in hub. Possible causes of ¿catheter resistance at hub¿ include the use of incompatible devices, material occluding the hub, stent damage, or hub damage (e.g., hub gap or flash). According to the reported information, the rebar-18 catheter used during the procedure is not compatible with the solitaire fr-6-30 device, as the catheter has an inner diameter of 0.021 inches. As indicated in the instructions for use, ¿solitaire¿ fr revascularization device with the sfr-6-20 and sfr-6 -30 reference numbers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches¿. Based on the available information, use of an incompatible catheter and the damage observed on the returned solitaire fr device are considered likely contributors to the reported resistance during delivery, stent stuck in catheter hub, and catheter resistance at hub. Regarding the damage observed on the rebar-18 catheter body, the exact cause of the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr stent encountered resistance in a rebar catheter. The patient was undergoing surgery for treatment of a ischemic stroke located on the internal carotid artery. The mrs baseline was 4, during procedure the mrs was 1. Nihss baseline score was 16 and post procedure was 2. The tici baseline score was 0 and post procedure score was 3. The IV tpa was not contraindicated and 0 passes were made by the device. Stroke onset to reperfusion time was 2 hours. It was noted the patient's vessel tortuosity was moderate. It was reported that the operator planned to perform mechanical thrombectomy using a stent. After hydrating the stent and attempting delivery, it was found that the stent could not be advanced into the rebar 18 y-connector and could not enter. The operator routinely used rebar catheter to deliver 6-30 stent and had not previously encountered this issue. Therefore, another microcatheter and another stent were used to complete the emergency procedure. Postoperatively, during an in-vitro test, the operator confirmed that the stent could not enter the rebar hub. The issue was then reported as a product complaint. All devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a rebar18 micro catheter. Additional information received. The root cause was not identified. After retrieving the microcatheter and stent from the procedure and sterilizing them, we attempted to advance the stent into the hub section of a rebar 18 microcatheter and confirmed that it could not be advanced. No abnormalities were observed on visual inspection of the hub.